Manufacturer narrative:
Device evaluation summary: the field service engineer (fse) verified the reported issue and reinstalled the software. The ventilator passed tests and inspections, the ventilator is ready for use. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic has not received the suspect device/component from the customer for evaluation nor has the device been evaluated by the service engineer. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while in use on a patient, the 840 ventilator generated an occlusion alarm, displayed ventilator inoperative message and stopped ventilation. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event.